Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor display service code 204 - belt/monitor unusable. The cause for the failure was isolated to component u413 on the computer/analog pca. There were broken solder connections on u413. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 204 (belt/monitor unusable).